Event description:
Revision surgery - the patient experienced glenoid pain as a result of several falls to the shoulder. The ball, socket and liner were removed as well as some cement fragments that appeared to be the cause of the pain. A new 32mm - 4 mm, 32mm liner, and neutral socket were implanted.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 2.7 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. There device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. The root cause was most likely trauma from the patient falling. There are no indications of a product or process issue affecting implant safety or effectiveness.